Event description:
It was reported, the patient developed an infection after being implanted. It was noted, the date of when the patient got the infection was unknown. It was further reported, the patient saw their health care provider and they ¿took care of it¿ and that ¿everything is better now¿.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).